Manufacturer narrative:
A1 patient identifier: (B)(6). B5 describe event or problem - updated. H6 device codes - updated.

Event description:
Respond edge study. It was reported that atrial fibrillation occurred. The subject was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 25 mm lotus edge valve. One (1) day post index procedure, the subject was discharged on aspirin and clopidogrel. Twenty two (22) days post index procedure, the subject developed new onset atrial fibrillation. Medication was used to treat the event. At the time of reporting, the event was considered resolving. It was further reported that on the same day post index procedure, moderate aortic regurgitation was noted.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that atrial fibrillation occurred. The subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. No new conduction disturbances were noted post balloon valvuloplasty. The aortic valve was then treated with deployment of a 25 mm lotus edge valve. One (1) day post index procedure, the subject was discharged on aspirin and clopidogrel. Twenty two (22) days post index procedure, the subject developed new onset atrial fibrillation. Medication was used to treat the event. At the time of reporting, the event was considered resolving.